Manufacturer narrative:
Product analysis summary: stent was positioned between the markerbands as per specifications. Deformation was evident to the 13th-16th distal stent wraps with struts raised. No deformation evident to the distal tip. The inner lumen patency was verified with a mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion located in the lad. The device was inspected with no issues. Negative prep was performed with no issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery of the device. It was reported that the device failed to cross/position at the lesion. The procedure was completed using another stent. The patient is reported to be alive with no injury. Device analysis has shown stent deformation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.